Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not communicated. A field service engineer (fse) checked the power cords and all cable connections. The fse found a faulty half-height (hh) cubie drawer that was preventing the station from powering up. The fse replaced the half height cubie drawer controller board, performed a test, and confirmed that the station powered up and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not communicating, customer reported that the station showed a black screen and failed to power up. Multiple reboot attempts were made, but the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.